Event description:
(B)(4).

Manufacturer narrative:
The device has been inspected in follow-up of the event by a draeger fse on-site and has passed the full scope of tests without nonconformities detected. Additionally, the ventilator ran for about two hours in control mode afterwards and performed according to specifications. Draeger medical has analyzed the device's log file and, no indication for a device malfunction has been found therein as well. It is evident that the ventilator began to alarm for "apnea" and "leakage" about 10 minutes before the reported time of event. User interventions in the way of oxygen enrichment and suction sequences are recorded. Approximately 20 minutes after the alarm situation occurred the unit was set to standby. All the above confirms the user's perception that the device has not malfunctioned. A critical patient-related alarm situation was detected and alerted to the user as specified in device's safety concept.